Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and the reservoir was connected to a drain. The reservoir could not suction properly. At that time, the reservoir was not swollen. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/11/2020.

Manufacturer narrative:
Additional: actual product returned and evaluated. The reservoir was swelling when the locking mechanism was inactivated. The reservoir was working.

Manufacturer narrative:
The device history records were reviewed for the reported lot and the manufacturing criteria was met prior to the release of this lot.